Event description:
The user was unable to remove the guide wire from the iab. It was necessary to remove them as a unit. There were no pt complications.

Manufacturer narrative:
The sample has been returned for evaluation. Co's examination of the returned product found that the guide wire had uncoiled with the core wire separating from the outer coil wire. The central lumen of the catheter was tested with another guide wire of the same diameter and no obstruction was detected. The cause of the guide wire separation cannot be determined.